Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to a lead fracture accompanied with loss of capture and high impedance measurements which tripped the lead safety switch. No additional adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.